Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h4; h6; h10. The event cannot be confirmed. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D10: 00585004302 - distal femoral xt component size c right use with polyethylene insert xt size c use with xt only for cemented use only in the u.s.a - 66324198. 00585001396 - polyethylene insert xt size c use with distal femoral xt size c use with xt only - 66148645. 00588000302 - size 3 precoat non-modular cemented tibial component - 66081854. 00585205010 - fluted stem extension straight precoat 10 mm diameter 130 mm length for cemented use only - 66108375. 42540200035 - all-poly patella cemented 35 mm diameter - 66068865. G2 : foreign country : australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent a knee arthroplasty. Subsequently, the patient was revised approximately 8 months post-op due to instability. The articular surface was revised and a hinge service kit was used. Attempts have been made and all available information has been provided.